Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was displaying inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported obtaining readings of '75mg/dl' on her lfs meter and '45mg/dl' on an emergency medical services (ems) meter, obtained in greater than 30 minutes from one another. It is unknown what the patient uses to manage her diabetes. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. However, the patient reported receiving treatment from a healthcare professional on (B)(6) 2012 at 10:30pm, but did not state the specifics of the treatment. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measurement at the time of testing, and the patient was using an approved sample site for obtaining the blood samples. Replacement products were sent to the patient. The meter and test strips involved in this complaint have been returned and evaluated by lfs product analysis on (B)(6) 2012 with the following findings: the meter passed testing with no faults found, the complaint was not confirmed. The test strips were expired and did not require testing. Based on the information provided, this complaint is being reported because the patient claims a blood glucose reading suggestive of severe hypoglycemia was obtained by ems and she was treated by a healthcare professional due to the alleged issue.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The test strips were found to be expired, there was no testing done. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.